Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead was capped and replaced due to high impedance. A portion was returned for analysis.

Manufacturer narrative:
Analysis was normal. No anomaly found for the returned piece. Without return of the entire lead a complete analysis could not be performed.